Event description:
Analysis is carried out under institutional methodology. A patient with 17 year old, 42 kg, admitted on october 9th for multiple intra-articular osteotomy procedure. In the procedure, the epidural catheter is passed without complications. At the time of transfer to hospital, the patient leaves with the epidural catheter passing bupivacaine at 9cc/h. When the patient is admitted to hospital, it is reported that her epidural catheter is untied, for which pain clinic support is requested. After anesthesiology intervention, the catheter was checked and it was recorded that there was no evidence of catheter leakage or bleeding marks. In addition, morphine rescue (2 mg) was performed, to which there was good pain modulation. The patient was discharged on (B)(6) 2023 with good pain modulation. From anesthesiology, the analysis was carried out stating that ¿with this brand there was a difficulty because the key that fits the catheter is screw type tightening, which requires doing it with force, but even so it loosens which causes it to break. Untie the catheter key. This is what happened in this particular case¿.

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f1001 - absence of treatment. Patient problem code: a0401 - break.

Event description:
No additional information received.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Visual inspections, dimensional and functional testing are performed for the component involved during receiving inspection, records were verified for catheters affected by this complaint, and lot released with acceptable result. Free of loose foreign matter, voids, sinks, scratches, nicks, cracks, discolorations, flash, or other damage and assembly. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
UDI related data quality updates only. Request received via email from the FDA MDR data systems team on july 16th, 2024 to update the UDI, as it was previously submitted incomplete, for this MDR (2618282-2023-00097) within 14 days. This submission is to complete this request. D4 UDI updated with: (B)(4).